Manufacturer narrative:
Pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. However, confirmed power error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated notification light did not immediately stop flashing. Troubleshooting was performed. The insulin pump will be returned for analysis.